Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited continuous beeping. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.a product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. No keypad/labels were removed. The device was received in good condition with scratched screen. No evidence of reported problem was found in event log. The device was started in application, no problems found with beeping; however, as preventative maintenance downstream sensor was replaced.